Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 326 mg/dl at the time of incident when it triggered threshold suspend. The customer's had blood glucose was 67 mg/dl and sensor glucose was 105 mg/dl readings. The customer stated that they received calibration errors. The customer also stated that they performed find lost sensor. The sensor will be returned for analysis.